Event description:
During a coronary stent procedure, in a pre dilated calcified stenotic lesion, the physician experienced difficulty crossing the lesion. The delivery/stent device was removed and the lesion was dilated again. The delivery/stent device was re-advanced and was still unable to cross the lesion. During removal the delivery/stent device became stuck in the lesion and the entire system was removed. Upon removal damage to the distal end of the stent was noted. The lesion was again dilated and another express2 stent was advanced. Again the stent could not cross the lesion. The physician could not retract the stent into the guide catheter. He removed the entire system, but then realized the stent was no longer on the delivery device. After several hours, the stent was located in the patient's peripheral vasculature. Patient status is listed as "okay".